Manufacturer narrative:
Product analysis: at analysis an error 9 occurred during calibration on the target tester. It was additionally noted that the lower case, two bail covers, two bail attachments and the ring attachment were found broken. The main board, battery flex assembly, lead flex assembly, lower case, company label, the two bail covers, the two bail attachments, the ring attachment and the battery drawer o-ring needed replacing. The customer did not approve the repairs and the device was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned because it was "not working." No patient complications have been reported as a result of this event. It was further reported via follow-up that the generator generated a self-test failure error message upon power-up. No patient was impacted. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.